Manufacturer narrative:
The hill-rom technician found the nurse did not know how to set the bed exit system. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance in 2010-2014 on this bed. It is unknown if the facility performed any other preventative maintenance on this bed. The technician performed in-service for the nurse on how to set the bed exit system to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in 4 east at the account. There was no patient/user injury reported. (B)(4).